Event description:
(Os (B)(4)). The dentist reported 15 days after the dental implant was installed in intraoral region #29 it was verified its non osseointegration. 30 ncm of primary stability was achieved and immediate load was not performed.